Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. Electrode 1 read as an intermittent open circuit during electrical testing, consistent with the reported event. No short circuits were detected. Further testing confirmed the welds between conductor wire 1 and the rf cover were no longer intact, consistent with the detected open circuit. Conductor wire 1 was not blow through at the welds to the rf cover. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Electrode 2 met specifications during electrical testing with no open or short circuits detected. The cause of the detached wire and subsequent delay remains unknown.

Event description:
During an atrioventricular nodal reentrant tachycardia procedure, noise was noted which caused a delay. After 3-4 ablation applications, noise was noted on the distal ablation egms. The cables and the tactisys were exchanged with no resolution. The catheter was then exchanged, and the procedure was completed with no adverse patient health consequences.